Event description:
A customer reported that the probe could not be inserted into the trocar cannula during a procedure. The procedure was completed after the product was switched out. No pt impact was reported. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info become available. (B)(4).